Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 05/20/2025. Date of event is an approximation. The patient experienced a damaged sensor wire, which occurred an unknown number of days after the sensor had been inserted into the arm. On (B)(6) 2025 upon removal of the sensor, the patient¿s parents observed that a portion of the sensor wire remained embedded in the arm. Although the method of removal was not reported, the parent was able to extract the remaining wire. The following day, the insertion site appeared red, inflamed, and swollen. The patient was evaluated by a physician, who confirmed that no portion of the sensor wire remained in the skin. The physician prescribed an unspecified oral antibiotic. There was no documentation of additional medical intervention or treatment beyond the initial prescription. Although additional attempts were made to obtain clarification of event details, no reply has been received. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.